Event description:
It was observed during the device evaluation, the gastrointestinal videoscope exhibited foreign material on the light guide lens and the plastic distal end cover was burned. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.